Manufacturer narrative:
This MDR is being filed after the associated complaint was reviewed under remediation protocol (B)(4), complaint/MDR retrospective review and remediation and reassessed as reportable. Additional complaint investigation and record remediation was not performed.

Event description:
The information received indicated that a turbo-ject standard power injectable PICC line developed a split between the plastic tubing and the hub allowing for leakage of fluid. The device was removed and discarded.